Manufacturer narrative:
Alleged failure: per asr wasnt working out of the box infravision stent was not lighting up. Used a different l10 and it worked . The failure(s) identified in the investigation is consistent with the complaint record. No problem found. The product was returned for investigation and the failure mode was not confirmed and will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the l10 port was not working properly resulting in the iris stent not illuminating correctly. A different l10 was available to use. Procedure was completed successfully with no adverse consequences or medical intervention by switching the ports that the stents were plugged into on the l10.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the l10 port was not working properly resulting in the iris stent not illuminating correctly. A different l10 was available to use. Procedure was completed successfully with no adverse consequences or medical intervention by switching the ports that the stents were plugged into on the l10.